Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported when implanting an intraocular lens (iol) using a preloaded delivery system, the lens shot out too quickly causing it to hit into the iris/angle and created a hyphema. Additional information was requested.